Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's right atrial (ra) lead capture threshold was elevated. The patient was asymptomatic. Programming changes were made to the lead output. The patient was stable throughout.

Event description:
It was reported that the patient presented back to the clinic where noise was noted on the atrial lead as well as additional capture threshold increase. Programming changes were made. There were no patient consequences throughout.